Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe was discarded. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that patient was injected with 0.4 ml of juvéderm voluma® xc in midline chin. No blood was seen upon aspiration. During injection, a vascular occlusion occurred. Injector noted, "a vessel was present in [patient's] midline chin despite this being an area where typically is considered more safe." One day later, patient was treated with 5 vials of hylenex®. Three days later, patient was treated with 2 vials of hylenex®. One day later, patient was doing well after the dissolution of filler and symptoms resolved.